Event description:
Screw fell off and was left in patient's femur, below s-rom stem. No retrieval is planned at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.